Manufacturer narrative:
The device mechanism was received on 10/01/2014. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
During testing at the user facility, the device alarmed with a s421 (motor error-pmc, right) malfunction alarm code. The device was returned to the biomedical department with a note that stated, "fails air sensor test channel b with s421 malfunction alarm." No information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.